Manufacturer narrative:
Unique identifier (UDI): (B)(4). - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's registered nurse (rn) reported the patient had pulled the "button" that depressed the pin out of the patient line during the night while he was sleeping. Per pdrn the patient then reinserted the pin and subsequently developed a growth of staph. Epidermidis. The patient was treated with vancomycin and just completed last dose of antibiotics and continued with pd therapy with no changes. Per rn the sample had been discarded. The event of peritonitis was reported to be due to the patient's issue with the pin and not related to any of the other products in use.

Manufacturer narrative:
Although a temporal relationship between the diagnosis of staphylococcus epidermis bacterial peritonitis and the fresenius products exists, there is no documentation supporting a causal relationship between the fresenius products and this episode of peritonitis, except the patient¿s issue with the depressing the pin out of the patient line while sleeping. The diagnoses and treatment of the peritonitis episode appears to have been in the outpatient setting. There were no allegations against the liberty cycler.

Event description:
Source documents in the complaint file were reviewed by a post market surveillance clinician. It was reported that this peritoneal dialysis (pd) patient experienced a bacterial peritonitis on (B)(6) 2017. On (B)(6) 2017 during a service call, the peritoneal dialysis registered nurse (pdrn) reported that the patient pulled the 'button' that depresses the pin out of the patient line during the night while he was sleeping, reinserted the pin and subsequently developed peritonitis. On 04/21/2017, during a follow up call to the pdrn, it was revealed the patient had a culture performed and results showed staphylococcus epidermis bacterial peritonitis. The patient was treated with vancomycin (unknown route, strength duration) and recently completed the last dose of antibiotics (unknown date). The event and etiology of the peritonitis event was reported to be due to the patient¿s issue with the pin and not related to any of the other products in use. The patient continued on ccpd therapy without further issues.